Event description:
A hospital in the (B)(6) reported that during insertion of the screw the screw head disengaged from the shaft. The screw was removed and another screw of the same size was placed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis patient ID (B)(6). Additional codes: mnh, mni, kwq, kwp. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Other text : placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records reveal that this documentation issue would not contribute to complaint conditions or affect the function of the device. Disposition: invalid. The manufacturing evaluation 50% of the first thread flank of the bone screw is broken away. We believe that the too much high lateral force has been applied to the retaining sleeve during screw insertion and caused the screw breakage. These forces can cause the subsequent failure of the tip of the retaining sleeve. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.